Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was further reported that a lead impedance warning was triggered on ra lead prior to being reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that ra lead reprogramming occurred to decrease atrial over-sensing. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Concomitant medical products: dtma1d1, crt-d, implanted: (B)(6) 2018. 6947-58, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on the right atrial (ra) lead. The lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.